Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported pain and "clunking" based on the provided information. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
The pt was revised because of pain and clunking.